Event description:
Outer upper leg tube of stretcher fractured around leg collar with pt on board. No injury to crew or pt. Cot was lowered without incident by both crew members.

Manufacturer narrative:
Reporting this incident as this stretcher is included in manufacturer's open recall #z-2465-2008. Unit will be corrected and returned to the customer by manufacturer's service company.